Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they had an unrelated CT scan done. Patient stated their therapy was not working anymore in the past 6 months. Patient reported they went through store security and the ins was turned off, the patient reported this happened on and off for the last 6 months. Patient reported they were seeing their doctor on (B)(6). Patient reported no falls or traumas. Patient did report the had some chiropractic appointments for adjustments since 2017 and they thought something happened at one of the appointments. Patient reported they had 5 bladder infections since 2017. No actions had been taken prior to calling and the patient did not have the patient programmer with to do troubleshooting while on the call. No further complications were reported or anticipated.